Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning during hp1 testing prior to case, vh-3030 cord would not work at activating device. Cord was exchanged with new cord. Device functioned properly.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. The device showed signs of clinical usage and evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro, reference adapter cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. The cable passed the pre-cautery test. The cable was examined under microscopy. There was no damage on the connector pins. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed. Based upon the evaluation results, the reported complaint was not able to be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning during hp1 testing prior to case, vh-3030 cord would not work at activating device. Cord was exchanged with new cord. Device functioned properly.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. During hp1 testing prior to case, vh-3030 cord would not work at activating device. Cord was exchanged with new cord. Device functioned properly.